Event description:
It was reported that the stent (subject device) was selected for an aneurysm located in the v4 segment of vertebral artery. When the physician attempted to advance the stent, resistance was encountered in the microcatheter and during navigation of the stent in the anatomy. Also, during deployment when the physician attempted to retrieve the stent to reposition it the entire stent did not retract into the microcatheter; instead, it was pushed forward a segment. The stent could not be retrieved and was completely deployed 3mm distal to the aneurysm. The physician deployed another flow diverter stent to cover the aneurysm and completed the surgery. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was returned inserted in the introducer sheath. The stent was not returned. The distal introducer sheath tip was slightly damaged. The distal sdw tip was found to be kinked/bent. The resheath pad was seen to be pulled over marker. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While the stent was not returned with the device, the reported 'flow diverter stent difficult/unable to re-capture into microcatheter' was confirmed during analysis based on the damage noted to the introducer sheath tip. The reported defects 'stent improperly deployed', 'stent difficult/unable to advance or pullback through catheter', 'device difficult engaging vessel' could not be confirmed during analysis but the analyzed returned unit is consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The event description states "after delivering it in place via the microcatheter, the physician deployed the stent. When approximately 2/3 of the stent had been deployed, the marker on the microcatheter was still about 5mm distal to the retrievable point. The physician attempted to retrieve the stent and reposition it. However, when he performed the retrieval maneuver, the entire stent did not retract into the microcatheter; instead, it was pushed forward a segment. The stent could not be retrieved. The physician determined that the stent had deployed, and it was now pushed by the microcatheter to the distal end of the aneurysm, not covering the aneurysm. Since the stent could not be retrieved, it was deployed completely approximately 3mm distal to the aneurysm. To compensate, the physician again used the same microcatheter, superselected into the interior of the already deployed stent, and successfully deployed a new 4x20 stent, completing the surgery smoothly". Product analysis found the sdw was returned inserted in the introducer sheath. The stent was not returned. The distal introducer sheath tip was slightly damaged. The distal sdw tip was found to be kinked/bent. The resheath pad was seen to be pulled over marker. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was reported resistance between the delivery catheter and the pusher. The patient¿s anatomy was moderately tortuous. It is most probable the patient¿s moderately tortuous anatomy contributed the reported event. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the as reported defects 'flow diverter stent difficult/unable to re-capture into microcatheter', 'stent improperly deployed', ¿stent difficult/unable to advance or pullback through catheter¿ and ¿device difficulty engaging target vessel' in addition to the as analysed 'stent introducer sheath distal tip damaged¿, ¿sdw deformed¿ and 'sdw kinked/bent' as the issue is associated with a product that meets stryker design and manufacturer specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the stent (subject device) was selected for an aneurysm located in the v4 segment of vertebral artery. When the physician attempted to advance the stent, resistance was encountered in the microcatheter and during navigation of the stent in the anatomy. Also, during deployment when the physician attempted to retrieve the stent to reposition it the entire stent did not retract into the microcatheter; instead, it was pushed forward a segment. The stent could not be retrieved and was completely deployed 3mm distal to the aneurysm. The physician deployed another flow diverter stent to cover the aneurysm and completed the surgery. No clinical consequences were reported to the patient due to this event.